Event description:
On (B)(6), 2011, a doctor alleged that three (3) patients experienced tooth discoloration on adjacent teeth after use of tempspan cement. This MDR is the first of three reports.

Manufacturer narrative:
Customer alleged that material discolored three (3) patient's mouths and caused stains to appear on adjacent teeth. Doctor removed some discoloration using a bur. All of the discoloration was not removed and some areas remain discolored.